Event description:
It is reported that a customer was hospitalized for unknown issues however the customer experienced low blood glucose level of 21 mg/dl. The customer was found passed out and admitted to the hospital by the paramedics. The customer stated their doctor would like them to have a new pump shipped to her. The customer did not want to trouble shoot the issue at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.